Manufacturer narrative:
The cause for the discordant advia centaur xp troponin ultra result is unknown. Several days prior to the reported event, a siemens field service engineer visited the customer site for system inspection and found no issues with the advia centaur xp analyzer. Quality controls were within acceptable range. No conclusion can be drawn. The instrument is performing within specification. The instruction for use under the summary and explanation of the test section states "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur xp troponin ultra result was obtained on a patient sample and considered discordant when compared to repeat sample test results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp troponin ultra results.